Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force sensor functionality test of the returned device were following j&j medtech procedures. Visual analysis revealed that peek housing was dented and one of the electrodes appeared to be bent and lifted. Additionally, no internal components were exposed. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system. Due to this condition, the handle of the device was dissected and resistance of the sensor pads on the printed circuit board (pcb) was measured and an open circuit on the tip was found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer were confirmed. The force issue reported by the customer was confirmed. The potential cause of the open circuit and electrode damage cannot be conclusively determined. The instructions for use (IFU) for the carto 3 system manual contains the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Additionally, the IFU of the catheter states the following warning and precaution: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. E1. Initial reporter phone: (B)(6). Explanation of codes: investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the electrode damage identified by bwi pal. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer's reported error 106 issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified one of the electrodes appeared to be bent and lifted. It was initially reported by the customer that alert code 106 occurred after the catheter was plugged into carto 3 system and before the first ablation (out-of-box failure). A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient. The customer's reported 106 error is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 20-sep-2024, the bwi pal revealed that a visual inspection of the returned device found the peek housing was dented and one of the electrodes appeared to be bent and lifted. These findings were reviewed and assessed the issue of a ¿lifted electrode¿ as an MDR reportable malfunction.